Manufacturer narrative:
The test strips and meter were requested for investigation. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.1 inr): qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using the dade innovin reagent. At 2:24 pm, the result from the meter was 2.5 inr. At 3:30 pm, the result from the laboratory was 1.88 inr. The patient's therapeutic range is 2.0-3.0 inr.